Event description:
It was reported the patient underwent a right hip revision approximately 10 months post implantation due to a dislocation. No additional information.

Manufacturer narrative:
(B)(4). Report source: foreign: country: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01836.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, d4, g3, h2, h3, h4, h6. H6: component code: mechanical (g04) - head. Reported event was confirmed due to the review of photos. Visual examination of the provided pictures identified the lip of the bearing has many gouges and there is a poly shaving present. It is unknown if the damage occurred in vivo or during the revision. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.